Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the replacement event in MFR report # 3007566237-2012-01339, the patient had weakness and was "unable to move her legs". The new pump was filled with compounded baclofen, and the physician had reduced the daily dose at the time of surgery, "in light of a new catheter being implanted." Following surgery, it was reported that the patient's outcome was initially difficult to assess due to the patient's sedated state, but then the patient became stiff and rigid. The physician increased the daily dose to 900 mcg/day several days later. It was further clarified that the weakness was not progressive or new after the dose increase, but "had been ever since surgery." MRI and CT scans were performed and were negative. The patient was transferred to an inpatient rehabilitation site. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ catheter. (B)(4).

Event description:
Additional information received reported, the doctor felt the patient's previous dose was so high because of a catheter blockage and the inability of medication to flow properly which was another reason the patient's dose was lowered after the placement of a new patent catheter. It was confirmed that lioresal was used in the pump instead of compounded baclofen which was previously reported. It was reported, the patient had been receiving effective therapy since the placement of the new catheter and pump. The symptoms mentioned occurred right after surgery; the patient was "not very coherent and was groggy due to the effects of the sedation." Once the patient was able to communicate effectively and the anesthesia wore off there were no complaints or symptoms noted.